Manufacturer narrative:
Clip application was not verified by the user before tissue resection. The device in question was discarded and therefore no technical analysis could be performed. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Based on the available information, there is no indication of a technical failure of the device. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".

Event description:
Gastroduodenal ftrd was used for the treatment of a carcenoid in the duodenal bulb. Clip application was not visually verified by the user before tissue resection. The resulting perforation was closed by surgery. The patient recovered well.